Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 5.5cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment including the lead tip was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragment was visually analysed. The visual inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific provided the following information: crm received information that four days post implant the patient presented to the hospital in atrial fibrillation and feeling lightheaded. It was found that the right ventricular (rv) lead exhibited high threshold measurements and loss of capture. The physician opted to move the right atrial lead into the ventricle and the rv lead from the rv apex into the outflow track. The device was programmed to doo for redundancy of rv pacing since the patient is pacemaker dependent. No additional adverse patient effects were reported. The lead was returned for analysis, but an explant date was not provided.